Event description:
It was reported that patient underwent hip arthroplasty approximately twelve years ago. Subsequently, a revision procedure was performed on (B)(6), 2011 due to fracture of the femoral stem trunnion. It was further reported that patient fell prior to the revision surgery and experienced pain and instability. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Attempts to obtain additional information including product identification have been unsuccessful to date. Date implanted - approximately 12 years ago, exact date not known. Manufacture date - unknown as no product identification was provided. This report filed (B)(4), 2011.